Event description:
Info was received that corneal laceration occurred during a refractive surgery. Six cases were performed prior to the event without any problems. The surgery was the seventh case during that day. The corneal laceration was repaired the same surgical day. The pt is recovering with guarded prognosis. Pre-op: "bcva"- 20/20 (uncorrected- finger count). Post-op: uncorrected- 20/100. Examination of the microkeratome by the MFR showed the knife edge and its surface and the fixed suction ring were dented. The lower body was also bent. The unit was repaired and returned to the user facility.